Event description:
The customer's blood glucose was unknown. It was reported that the customer's keypad was unresponsive. The customer stated that the keypad did not work. The customer inserted a new battery, but the problem persisted. The customer had to discontinue use of the insulin pump and had reverted to his back-up plan of manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.